Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging that the part of the meter's display was a bluish color and the meter does not turn on. The alleged display and power issues were unresolved with troubleshooting. There were no allegations of harm or injury.